Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to reset pump later using reset information provided by technical support once charging cable was available, and customer was instructed to follow up if issue persisted.